Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: during use, the customer found 1ea tube has no draw issue.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: during use, the customer found 1ea tube has no draw issue.